Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) could not be paired to the (B)(6). Upon further investigation, it was suspected that the ICD exhibited (B)(6) telemetry loss. No intervention was performed. There were no patient consequences.